Event description:
The facility representative reported a flogard infusion pump that "did not function". Upon further investigation, the reported condition was confirmed as failure code 38. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of did not function was confirmed during device evaluation as failure code 38. The assignable cause was identified as a damaged left tube misloading sensor on both channel 1 and channel 2. The left tube misloading sensors were replaced to resolve the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should relevant additional information become available, a follow-up MDR will be submitted.